Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a transpulmonary valve placement interventional procedure. Femoral imaging was not performed to verify the suture site. Reportedly, a suture break occurred with a proglide device. The sutures of a new proglide device were successfully pre-placed. The interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps/instructions manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.